Event description:
It was reported that the patient's inflatable penile prosthesis was replaced due to a loss of dexterity. A spectra penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.